Event description:
It was reported that it was difficult to position the lead in the ventricle; the lead was replaced with a tined lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.